Manufacturer narrative:
The biomedical engineer reported that there was a power outage over the weekend and since then they are having strange issues with intermittent communication loss (comm loss) on the central nurse's station (cns). They have had various power outage "glitches" starting at about 3:30 their time. Since then they experienced comm loss in 4e, 4w, and 4n areas. Only some of the transmitters went into comm loss. They were still able to see full disclosure even though it had comm loss signal which is historical data. As of the last half hour they are no longer getting that information. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical devices- transmitter- model: gz-120pa, sn: 00745. Transmitter- model: gz-120pa, sn: 00753. Transmitter- model: gz-120pa, sn: 00756. Transmitter- model: gz-120pa, sn: 00766.

Event description:
The biomedical engineer reported that there was a power outage over the weekend and since then they are having strange issues with intermittent communication loss (comm loss) on the central nurse's station (cns). They have had various power outage "glitches" starting at about 3:30 their time. Since then they experienced comm loss in 4e, 4w, and 4n areas. Only some of the transmitters went into comm loss. They were still able to see full disclosure even though it had comm loss signal which is historical data. As of the last half hour they are no longer getting that information. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that the facility was experiencing a power outage over the weekend. Since the power outage incident, they were experiencing intermittent communication loss in 4e, 4w, and 4n areas. Only some wireless transmitter devices (gz-120pa devices) were experiencing this communication loss issues. On the same day, nka cits engineer checked the enterprise gateway and server to troubleshoot the issue. No problems were noted. There were no error logs, hl7 was sending data. The host server was nominal. Because the issue stemmed from the facility power outage, nka cits engineer recommended to customer to check hospital's wireless infrastructure. Customer did not respond to subsequent inquiries from nka. Investigation conclusion: based on analysis under related tickets 72881 and 73832, the cause of the issue was determined to be due to a wireless network setting from the hospital's wlan network, not an nk component. It is unknown if there is linkage between the reported power outage reported in (B)(6) 2019. Due to the issue being resolved and not related to nk's device, no CAPA is required. Additional device information: d11 & c2: concomitant medical devices. Transmitter model: gz-120pa. Sn: (B)(6). Transmitter model: gz-120pa. Sn: (B)(6). Transmitter model: gz-120pa. Sn: (B)(6). Transmitter model: gz-120pa. Sn: (B)(6). Additional information: b4 date of this report. F6 date user facility/importer became aware of the event. F7 type of report. F11 date report sent to FDA. F13 date report sent to manufacturer. G4 date received by manufacturer. G7 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer reported that there was a power outage over the weekend and since then they are having strange issues with intermittent communication loss (comm loss) on the central nurse's station (cns). They have had various power outage "glitches" starting at about 3:30 their time. Since then they experienced comm loss in 4e, 4w, and 4n areas. Only some of the transmitters went into comm loss. They were still able to see full disclosure even though it had comm loss signal which is historical data. As of the last half hour they are no longer getting that information. No patient harm reported.